Event description:
The following information was reported: two balloons burst in the patient. No calcification was noted. A second mynx vascular closure device was used. The patient was hospitalized for reasons un-related to the mynx device/mynx procedure.

Manufacturer narrative:
The devices were not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. Two balloon loss of pressure events were reported to have occurred in the same patient. It should be noted that two balloon ruptures in the same patient suggests that other procedural devices (such as damaged procedural sheath) may have contacted the balloon, potentially contributing to a tear in both balloons.

Event description:
The following information was reported: two balloons burst in the patient. No calcification was noted. Manual compression was applied for 40 minutes. The patient was hospitalized for reasons un-related to the mynx device/mynx procedure. Procedure type: intervention coronary sheath: 6f terumo.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. Two balloon loss of pressure events were reported to have occurred in the same patient. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. The review of the lhr (f1432302) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See medwatch report # 3004939290-2015-00121 & 3004939290-2015-00122.